Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had surgery the day before the report and was a kind of out of it. Patient had a lot of gas and thought they might have a bowel movement, and mentioned they were in the emergency room (ER) the prior week. Patient stated that before the left the doctors office they could not sit up, and was dizzy and had to go to the ER. Patient was given a medication they were allergic to. Patient also started having some retention issues, and complained of voiding frequently at night. Patient did not have a bowel movement for two days, had a regular bowel movement and then diarrhea. Patient was dizzy and had a hard time getting to the restroom. Patient later reported they had not had a bowel movement which they were now concerned about and was still taking oxybutynin. Patient's external neurostimulator had died and they had some loss of therapeutic effect. Patient stated in the middle of the night they wet their pants in bed like crazy and it just came out. Patient also wondered if they ate something crazy and also had an issue with having to run in the house because they were having a bowel movement 'as fast as it would come'. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.